Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: in service software test , find alarm "obstruct valve test failed." After exchange new spare part in our stock this ventilator can use to be normally. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: in service software test , find alarm "obstruck valve test failed." After exchange new spare part in our stock this ventilator can use to be normally. No patient involvement.